Manufacturer narrative:
Additional information was received on (B)(6) 2020. The lot number was obtained (6507631-0280) and populated in the proper field. The implant date was clarified to be (B)(6) 2012. This means that the device was not implanted expired. Patient code off label use (1494) is no longer applicable. The evaluation of the device received by the failure analysis lab was completed on (B)(6) 2020. Device evaluation summary: during the visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Additional information was received on (B)(6) 2020. An explant is planned for (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed on august 27, 2020 for the finished device number 6507631, and no non-conformances related to the malfunction were identified. The sterilization expiration date revealed through the manufacturing record evaluation occurs prior the the implant date. This is off-label use of the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The lot number has been updated based on the device returned. The new lot number is 6507631. Additional information was received on (B)(6) 2020. When the device was explanted, it was replaced with a mentor smooth round moderate profile 475cc saline prosthesis. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor siltex round moderate profile 475 cc saline prosthesis experienced left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.